Manufacturer narrative:
Date of postoperative nail breakage is unknown. (B)(4). A device history record (DHR) review was performed for part #: 04.037.912s, lot#: h023322, (sterile) - 9mm/125 deg ti cann tfna 170mm-sterile. Qty: 6: manufacturing location: (B)(6), manufacturing date: 04-feb-2016, expiration date: 31-jan-2026: component parts reviewed: part 04.037.942.2 - lock prong, 125 degree, tfna bp-55 lot ¿ 9754831, part 04.037.912.4 - wave spring, shim ended bp-55 lot ¿ 7921067, part 04.037.912.3 - tfna lock drive bp-58 lot ¿ 9963812 (4), 9963811 (2), part 21127 - raw material lot bp-80 lot - 7702311. Raw material received from supplier (B)(6). Certificate of analysis received from (B)(6). Meet specification for titanium. Raw material receiving/putaway checklist meet specification. Inspection sheet for tfna assembly inspection and inspection sheet for in-process/inspect dimensional/final met inspection acceptance criteria. No non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Sterility documentation was reviewed and determined to be conforming. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a patient underwent the primary surgery for the femoral trochanteric fracture on (B)(6) 2017. The patient started the full-weight bearing rehabilitation from the following day. On (B)(6) 2017, the patient came in to the hospital for having sudden leg pain and being unable to move his leg. When checked by x-ray images, it was confirmed that the proximal femoral nailing system nail in question was broken. On (B)(6) 2017, the removal surgery and total hip arthroplasty was performed. Broken nail was removed easily. Per the surgeon¿s opinion, extra stress was kept on applying to the implant due to prolonged healing, and the reduction positioning was not so good after the primary surgery. Patient status reported as okay. Concomitant devices: 5.0mm ti locking screw (part # 04.005.524s, lot # l211857, quantity 1), tfna end cap (part # 04.038.000s, lot # l206383, quantity 1), tfna helical blade (part # 04.038.285s, lot # h180371, quantity 1). This report is for one (1) 9mm/125 degree ti cannulated tfna 170mm - sterile. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (tfna fem nail ø9 125° l170 timo15, part number 04.037.912s, lot number h023322). The subject device was returned with the complaint condition stating: component parts reviewed: part 04.037.942.2 - lock prong, 125 degree, tfna bp-55 lot - 9754831, part 04.037.912.4 - wave spring, shim ended bp-55 lot - 7921067, part 04.037.912.3 - tfna lock drive bp-58 lot ¿ 9963812 (4), 9963811 (2) , part 21127 - raw material lot bp-80 lot - 7702311. Raw material received from supplier metalwerks pmd, inc. Certificate of analysis received from metalwerks pmd, inc. Meet specification for titanium. Raw material receiving/putaway checklist meet specification. Inspection sheet for tfna assembly inspection and inspection sheet for in-process/inspect dimensional/final met inspection acceptance criteria. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Tfna nail: part #: 04.037.912s, lot#: h023322 (sterile) - 9mm/125 deg ti cann tfna 170mm-sterile. The device history record (DHR) was reviewed for raw material (titanium) and component parts, and all specifications were met. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The nail was unevenly broken at the oblique hole and therefore the lateral bend angle cannot be measured. The nail was broken, so the length of the nail was measured with a scale and measured 170mm, which meets the specification of the top-level drawing of 170mm. The patient started full-weight bearing rehabilitation the day after the surgery, and four and half months later, the nail broke. Perhaps the patient continued to use full weight during rehabilitation, causing the nail to weaken and ultimately break. However, we cannot confirm that this was the cause, so the cause is undermined. Tfna helical blade lot: h180371 part: 04.038.285s. After visually inspected, there was some cosmetic damage to the anodize, which was most likely caused by implanting and movement of the nail. Tfna end cap, lot: l206383, part no: 04.038.000s. The end cap was in good condition. Lock screw 5.0mm lot no: l211857, part 04.005.524s. The screw was in good condition, the available data supports the complainant¿s description of the complaint condition of "nail broken" therefore this complaint is confirmed. No manufacturing related issue was identified and/or confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.